Event description:
During an orif of the navicular procedure, the surgeon was inserting the threaded k-wire into the navicular bone and inserted the k-wire too far. The surgeon tried to reserve/remove the k-wire. The k-wire broke and came out onto the driver. The surgeon then tried to advance the k-wire onto the driver again and it broke again. The surgeon tried 2 to 3 times and every time when he tried to advance the k-wire kept breaking. To finally remove the broken k-wire they had to drill over it to get the k-wire to come out. The k-wire was already placed in correctly and in the proper place. The surgeon placed a screw into the hole where he had to drill over the k-wire. Reportedly the surgeon was planning on implanting the screw. All broken k-wires fragments have been retrieved and discarded by the facility. The procedure was completed successfully.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.